Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (family/friend of the patient) about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s doctor ordered an MRI of the patient¿s back and was wondering if they could have one. MRI guidelines were reviewed. It was reported that the MRI was for lower back pain and it was unknown if the procedure (MRI) was due to a problem with their device or therapy. It was reported that the symptoms reported were related to their device/therapy. It was reported that the patient¿s back pain had been bad for two to three months in 2017. It was also reported that their device had stopped taking a charge and that this had been going on for four to five years. Patient services tried to clarify what not taking a charge meant and what screen was possibly seen, however, the caller was not sure. The patient met with their manufacturing representative (rep) and they said it wasn't taking a charge and that they were not sure if it was an actual recharger issue or what. It was unknown when the patient met with their rep, possibly six years ago. They stated that they wondered about getting the device taken out. The patient was redirected to follow-up with their healthcare provider (hcp) and a list of hcps were provided. No further complications were re ported/anticipated. On (B)(6) 2017, additional information was received from the consumer. It was reported that no further actions had been taken related to the device not taking the charge. They don't plan to see a doctor regarding the device issues. The cause was that the device was way past its life span. The issue of device not taking a charge is not resolved. The patient has a cat scan scheduled for (B)(6) for the lower back pain. After than she will get a pain shot in her back on (B)(6) 2017. The cause was unknown. The patient weighed around (B)(6) pounds. The issue was not resolved and the pain was as the day they initially called. No further complications were reported/anticipated.